Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon was trying to remove a screw fixation distal end tibia and talus. During the malleolus screw removal operation, the surgeon assembled the reamer tube and tried to turn it the direction following the sharp tip (counter-clockwise) outside before putting on patient for the screw removal. After few turns, it stuck and broke. At last, the surgeon used a pair of pliers to remove the screw. The broken reamer had caused the prolongation of surgery time; it is unknown the exact length of the delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: a portion of the cutting front is broken off. The broken off fragment is available. The manner of breakage verifies that the initial breakage happened at the mounting bore as described in the event description. The cutting teeth are blunt showing that the device was used before this event. The measurable dimensions were found to meet the print specifications. The device history record review shows that the correct material, manufacturing process and hardening procedures were used. The fracture face is homogenous, which indicates material conformity, too. Determination is this complaint was caused during a mechanical overloading situation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product was received with the lot number legible. A review of the device history confirmed that it was manufactured at the synthes bettlach facility. Device was returned to manufacturer on dec 8, 2014. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.